Event description:
It was reported to boston scientific corporation that the patient was implanted with a uphold vaginal support system during a procedure on (B)(6) 2010 to treat her pelvic organ prolapse. Reportedly, an ams monarc subfascial sling hammock device was also implanted during this procedure. According to the complainant, on (B)(6) 2011, the patient underwent excision surgery in order to remove potions of the mesh product (type and exact quantity excised unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a uphold vaginal support system during a procedure on (B)(6) 2010, to treat her pelvic organ prolapse. Reportedly, an ams monarc subfascial sling hammock device was also implanted during this procedure. According to the complainant, on (B)(6) 2011, the patient underwent excision surgery in order to remove potions of the mesh product (type and exact quantity excised unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.